Event description:
Consumer indicated a tampon came apart upon removal. She was able to remove the remaining piece on her own with the help of a physician on the telephone.

Manufacturer narrative:
Device history record in review. Consumer did not return unused product at the time this MDR was filed. Info from this incident will be included in our product complaint and MDR trend analysis.